Manufacturer narrative:
The biofreedom (bfr1-2524/w24090612) stent have been implanted in the patient, and therefore, it is not returned for biosensors' investigation. The patient, a 75-year-old, female with a complex medical history including diabetes mellitus, hypertension, ischemic heart disease, hypothyroidism, hypercholesterolemia, and high bleeding risk, underwent pci on (B)(6) 2025 for a 90% stenosed type b1 lesion in the ramus intermedius using a biofreedom 2.50 mm × 24 mm stent. At 12-month follow-up, mild in-stent restenosis was noted on angiography, although the patient remained asymptomatic and required no further intervention. Based on the limited clinical information, the restenosis is more likely considered predominantly related to patient-specific factors, particularly diabetes, small vessel size, and underlying coronary artery disease, which are well-established risk factors for restenosis. Stent-related factors, such as small diameter (undersized) chosen, as well as procedural factors including the absence of intravascular imaging to confirm optimal stent deployment, may have contributed. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The restenosis events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6). Patient is 75 years old, female with medical history of diabetes mellitus (type unknown), hypertension, ischemic heart disease, hypothyroidism, hypercholesterolemia, single vessel coronary artery disease, anaemia and high bleeding risk. Patient presented with nstemi. Index pci was done on (B)(6) 2025 to target one type b1 lesion at 90% stenosed ramus intermedius. Lesion length was 20 mm and reference vessel diameter was 2.75 mm. Pre-dilatation was done using nc balloon 2.50mm x 15mm at 12 atm. One biofreedom 2.50mm x 24mm (lot no. W24090612) stent was implanted at 10 atm. Post-dilatation done using nc balloon 2.75mm x 15mm at 16 atm. No ivus was used during the procedure. Patient was discharged on (B)(6) 2025 with aspirin and clopidogrel prescription. During 1-month follow-up on (B)(6) 2025, patient had no angina. Clopidogrel discontinued but continued single antiplatelet therapy (cardiprin). On (B)(6) 2026, patient had relook coronary angiogram. Physician noted mild in-stent restenosis at the ramus intermedius stent site. Patient was asymptomatic prior to and following the procedure. No intervention required. Treatment plan was conservative management with optimization of medical therapy. Patient remains clinically stable. The event of in-stent restenosis is considered by the physician as possibly related to the implanted drug-eluting stent and patient background medical history.